Event description:
It was reported that during a left superficial femoral artery atherectomy and stenting procedure, a miracle bro guide wire was advanced to the lesion. An atherectomy device was advanced over the guide wire without resistance and there was sheared off (peeled) coating noted in the mid section of the guide wire which was seen on the physicians gloves and a 4 x 4 sponge. The guide wire and atherectomy device were removed. Another miracle bro guide wire was advanced and a new atherectomy device was advanced without resistance over the guide wire and there was sheared off (peeled) coating noted in the mid section of the guide wire which was seen on the physicians gloves and a 4 x 4 sponge. The guide wire and atherectomy device were removed. A spartacore guide wire was advanced and the same second atherectomy device was advanced successfully. An angioplasty was done and a non-abbott stent was implanted. After the non-abbott stent was implanted an angiogram found a thrombus in the non-abbott stent which the physician believes to be caused by the shearing off coating from the guide wires. A thrombectomy was done and the procedure was complete. There was a ten minute clinically significant delay in the procedure reported. The patient is now stable. There was no additional information provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all relevant information. The device is manufactured by asahi. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting. The asahi referenced is being filed under separate a manufacturing report number.

Manufacturer narrative:
(B)(4) the analysis was performed by asahi intecc. Co. Ltd: with the provided information and the outcome of inspection of the returned guide wire, it is presumed that the guide wire or the device used in combination was advanced under the condition where the tip blade part of the combination device was contacting the guide wire with an angle, so that the ptfe coating of the guide wire was exposed to excessive abrasive and scraping force and damaged, and the scraped fragment(s) on the wiping sponge was the peel-off damage noted by the physician. The warnings section of the instructions for use (IFU) describes: never use metallic needle or metallic sheaths for insertion and withdrawal of guide wire, other wise the surface of the guide wire may be damaged significantly. Separation or breakage of guide wire, and coronary artery thrombus are listed as one of possible complications and adverse events. As for the reported thrombus formation in the stent, the provided information does not describe that a piece of fragment of the ptfe was found with the removed thrombus, and the thrombus can be caused by other factors including the condition of the blood, so it could not determined, from the provided information, the relation, whether or not, between the damage of the ptfe coating and the reported thrombus.